Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 46 mg/dl; cause was not known. Reportedly, the customer fell and hit head on the wall. Due to the fall, customers leg was caught in bucket which caused a laceration on inner leg requiring stitches. The customer consumed sugar and was treated intravenously with fluids of saline to address bg level. The customer was released on 07/02/2024 with the issue resolved and no permanent damage. No alerts of occlusion and no issues with infusion set or cartridge were identified. System check confirmed pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.